Event description:
The pt experienced a loss of therapeutic effect following 21 treatments of electroconvulsive therapy. It was noted that she had the device turned off during the treatments and was in the hospital during this time. The neurostimulator would turn off and occurred on 2 occasions with one of those occurring after the treatments. Here device was set on program 2 at 3.2 volts. Add'l info was requested.

Manufacturer narrative:
(B)(4).